Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. No device malfunction was noted. We believe user technique may have contributed to this event. However, we are unable to determine the exact cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
It was reported that a patient under went a pelvic floor reconstruction procedure. It is thought that there was nerve damage during the procedure. The patient was experiencing pain in her left leg. The patient required additional observation and was released after minimal hospitalizations after improvement. Patient is being monitored by doctor and a full recovery is expected.